Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer for physical evaluation. A review of the retained samples was completed. The samples underwent visual inspection and leakage testing for component defects, assembly failures, and to confirm conformity with product specification. No failure was detected within the retained samples. The reported issue was confirmed based on the provided information, however a cause could not be determined in the absence of the original complaint sample. A review of the batch records was also performed. 840 units originated from this lot. No non-conformity was observed during the manufacturing process.

Event description:
A user facility nurse reported to fresenius that a blood leak occurred during the patient's continuous renal replacement therapy (crrt). The nurse visually observed approximately 10 minutes after treatment initiation that the arterial dialyzer connector seemed to be not completely connected. The patient's estimated blood loss (ebl) is approximately 50 ml. No serious injury or required medical intervention was reported. Treatment was restarted with a new kit. The defective sample was discarded by the hospital and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported to fresenius that a blood leak occurred during the patient's continuous renal replacement therapy (crrt). The nurse visually observed approximately 10 minutes after treatment initiation that the arterial dialyzer connector seemed to be not completely connected. The patient's estimated blood loss (ebl) is approximately 50 ml. No serious injury or required medical intervention was reported. Treatment was restarted with a new kit. The defective sample was discarded by the hospital and is not available to be returned to the manufacturer for physical evaluation.